Event description:
It was reported that the right ventricular (rv) lead had inconsistent thresholds, intermittent loss of capture, and was micro dislodged the day of implant. The rv lead was removed and replaced. The replacement rv lead was connected to the implantable pulse generator (ipg), and there was loss of capture. The replacement rv lead was then connected to the analyzer where it showed excellent numbers and consistent capture. The ipg was determined to be the cause of failure, and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: returned product analysis was performed on the full lead and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.